Event description:
It was reported that the subject device started to look black and showed pink stripes during a middle of an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reportable malfunction turns black was confirmed, however, the report shows pink stripes cannot be confirmed. Based on the results of the investigation, it is likely the following led to the malfunction turns black was due to video cable is broken and therefore the image is not displayed. The most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device started to look black and showed pink stripes during a middle of an unspecified procedure. There were no reports of patient harm.